Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
Customer¿s mother reported that customer¿s adc blood glucose meter¿s ketone test strips produced a reading that was lower than a subsequent reading received at a hospital. Caller further reported that on (B)(6) 2016 customer (a child) was ¿vomiting, had muscle pain and (was experiencing) hallucinations¿ so they performed a capillary test and received a reading of ¿hi¿ (a reading greater than 500 mg/dl), unknown time. They then performed a couple of ketone tests and the meter produced the following results: 0.5 mmol/l at 12:30 and 0.7 mmol/l at 14:45. Customer was then brought to a hospital where a ketone test result of 7.0 mmol/l was received at 16:00. Customer was diagnosed with dka (diabetic ketoacidosis) and treated with an unspecified amount of insulin and ¿water by injection¿. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported that customer¿s adc blood glucose meter¿s ketone test strips produced a reading that was lower than a subsequent reading received at a hospital. Caller further reported that on (B)(6) 2016 customer (a child) was ¿vomiting, had muscle pain and (was experiencing) hallucinations¿ so they performed a capillary test and received a reading of ¿hi¿ (a reading greater than 500 mg/dl), unknown time. They then performed a couple of ketone tests and the meter produced the following results: 0.5 mmol/l at 12:30 and 0.7 mmol/l at 14:45. Customer was then brought to a hospital where a ketone test result of 7.0 mmol/l was received at 16:00. Customer was diagnosed with dka (diabetic ketoacidosis) and treated with an unspecified amount of insulin and ¿water by injection.¿ there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Retained test strip samples from the same lot reported by the customer (75001g01) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer¿s mother reported that customer¿s adc blood glucose meter¿s ketone test strips produced a reading that was lower than a subsequent reading received at a hospital. Caller further reported that on (B)(6) 2016 customer (a child) was ¿vomiting, had muscle pain and (was experiencing) hallucinations¿ so they performed a capillary test and received a reading of ¿hi¿ (a reading greater than 500 mg/dl), unknown time. They then performed a couple of ketone tests and the meter produced the following results: 0.5 mmol/l at 12:30 and 0.7 mmol/l at 14:45. Customer was then brought to a hospital where a ketone test result of 7.0 mmol/l was received at 16:00. Customer was diagnosed with dka (diabetic ketoacidosis) and treated with an unspecified amount of insulin and ¿water by injection¿. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. (Date returned to manufacturer) was incorrectly documented in the MDR 30 day follow up #2 report. Date returned to manufacturer has been updated.

Event description:
Customer¿s mother reported that customer¿s adc blood glucose meter¿s ketone test strips produced a reading that was lower than a subsequent reading received at a hospital. Caller further reported that on november 20, 2016 customer (a child) was ¿vomiting, had muscle pain and (was experiencing) hallucinations¿ so they performed a capillary test and received a reading of ¿hi¿ (a reading greater than 500 mg/dl), unknown time. They then performed a couple of ketone tests and the meter produced the following results: 0.5 mmol/l at 12:30 and 0.7 mmol/l at 14:45. Customer was then brought to a hospital where a ketone test result of 7.0 mmol/l was received at 16:00. Customer was diagnosed with dka (diabetic ketoacidosis) and treated with an unspecified amount of insulin and ¿water by injection¿. There was no report of death or permanent injury associated with this event.